Event description:
"Leakage detected during the administration of hydratation solution. The x-ray checking showed that the catheter moved in the right atrium. The catheter has been removed by femoral access. The port has been left in place. No complication for the patient."

Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint from another health facility was reported to the manufacturer on this access ports batch. Investigation: despite several requests, neither the device nor the x-ray pictures were returned for evaluation. Conclusion: without these elements, no thorough investigation can be performed. No conclusion can be drawn. It is worth noting that the celsite st201 access port, reference (B)(4) is not cleared in the us, but this device is similar to the reference (B)(4).